Manufacturer narrative:
Date sent to the FDA: 02/10/2021. Additional information: a1, a2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent inguinal hernia repair surgery on (B)(6) 2014 during which the surgeon noted the mesh to be wadded up and ineffective. He was only able to remove two-thirds of the mesh due to the way that the mesh was constructed. It was reported that the patient underwent left inguinal hernia repair surgery on (B)(6) 2017. It was reported that the patient experienced severe pain. No additional information is provided.